Event description:
During an esophagogastroduodenoscopy (egd), gif scope seemed clogged. A backflush was done by tech in room. After the case while same scope was being cleaned, scope tech pushed out an object. The object was saved and given to endoscopy supervisor.